Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was unknown. The customer stated that they were able to clear the alarm. Customer was able to complete rewind. The troubleshooting was performed and customer also stated that they did not received another unexpected restart alarm after battery change. Customer also stated that alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.